Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged stuck wake button issue was verified, but the undefined high and low blood glucose issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) as low as 48 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Furthermore, it was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A manual dose injection and supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.